Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The user reported that she receives an alarm persistently. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This serves as a correction report. Section h11 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported the high/low glucose alarm sounded persistently in use with an iphone 12 pro max with ios 17.5.1, app version 3.5.0.8863. As a result, customer stated they had self-treated with sugar and was taken to the hospital. Upon arrival at the hospital, the customer received unspecified treatment administered by a healthcare professional but declined to provide further information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced persistent high/low glucose alarms with freestyle libre 3 application. Smartphone compatibility with the use of freestyle librelink and the iphone 12 pro max ios 17.5.1 has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported the high/low glucose alarm sounded persistently in use with an iphone 12 pro max with ios 17.5.1. As a result, customer stated they had self-treated with sugar and was taken to the hospital. Upon arrival at the hospital, the customer received unspecified treatment administered by a healthcare professional but declined to provide further information. There was no report of death or permanent impairment associated with this event.